Event description:
Suture fraying. Customer states that suture began to fray during the 4th pass through tissue. There are no reported adverse consequences to the pt related to the event. Note: outcome to pt does not adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical family initially reported assuming incident could recur.